Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a general device changeout procedure, this right ventricular (rv) lead would not properly connect into the port of a newly implanted non-boston scientific device. Oversensing of noise was noted when it was inserted into the header. Additional surgical intervention was performed and the rv lead was abandoned. No additional adverse patient effects were reported.